Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified right coronary artery. After a guide wire crossed the lesion, a 15mm 2.00 maverick balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. A bigger size non-bsc balloon catheter was used, then a stent was placed, and the procedure was completed. There were no patient complications reported and the patient's status was good.